Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas mpx assay performed within specifications, and no product issue was identified. A thorough review of the provided data, including serology and nucleic acid test (nat) results, indicated that the discrepant results are most likely attributable to the patient being in a chronic hepatitis b virus (hbv) infection stage. In this stage, hbv dna levels may fluctuate or fall below the detection limit of the assay. The presence of hepatitis b surface antigen (hbsag) and anti-hbc positivity, combined with a non-reactive nat result, supports this conclusion. Additionally, no anomalies or errors related to the assay's algorithm or cutoffs were identified. The investigation confirmed that there were no issues with the cobas mpx assay lot k28333, and a software anomaly was excluded as a potential cause. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a potential false-negative hepatitis b virus (hbv) result using the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. On (B)(6) 2020, the sample was tested using the cobas mpx assay and generated an hbv reactive result with a cycle threshold (CT) value of 37.21. Serology testing using electrochemiluminescence immunoassay (eclia) showed a reactive hepatitis b surface antigen (hbsag) result of 1479 coi. On (B)(6) 2023, the same sample was tested again using the cobas mpx assay and generated an hbv non-reactive result. Serology testing on the same date showed a reactive hbsag result (616.9 coi), non-reactive hepatitis b e antigen (hbeag), negative antibodies to hepatitis b surface antigen (anti-hbsag), negative antibodies to hepatitis b e antigen (anti-hbeag), positive total antibodies to hepatitis b core antigen (anti-hbc total), and negative immunoglobulin m antibodies to hepatitis b core antigen (anti-hbc igm). On (B)(6) 2025, the sample was tested again using the cobas mpx assay and generated an hbv non-reactive result. Serology testing on the same date showed a reactive hbsag result (od 636 coi), non-reactive hbeag, negative anti-hbsag, negative anti-hbeag, positive anti-hbc total, and negative anti-hbc igm. On (B)(6) 2025, a repeat test of the same sample tube using the cobas mpx assay also generated an hbv non-reactive result. The blood component associated with the sample was discarded as a precautionary measure.